Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the procedure a cortical screw of 1.5 l10 ref * lot * loses the recess because of the screwdriver that does not work. The specialist not being able to remove the screw with the screwdriver, takes the plier and extracts the screw but only a part of it, the remaining parts remain in the bone of the patient. The surgery was completed successfully, without alterations in the surgical times. If there was any involvement to the patient since in the bone a small fragment of the broken screw remained; the condition of the patient during and after the surgery was stable and without additional complications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 corrected: d4 (primary UDI number), e1 (facility name), e4, g1 (manufacturing site name) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed the distal end of the screw threaded body was broken. Broken or generated fragment/s were not observed on image provided, however, with out x-ray it is not possible to determine fragment remained at patient's body. A complete potential cause can not be established with the available information, diverse factors such as surgical technique applied, bone density could have led to failure of the implant. Additionally, head of the screw was observed completely damaged deformed. This observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces, most likely during manipulation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cortscr ø1.5 self-tap l10 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 02.214.110. Lot number: 6147p05. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 15 may 2023. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.